Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) generator to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the c-30 error. The iesu had a c-34 error on the test system at startup. An procedure log review confirmed that the da vinci procedure was completed on (B)(6) 2022 via system (B)(4). This complaint is considered a reportable event due to the following conclusion: the customer converted to a new vision side cart after the start of the procedure due to the electro surgical unit (esu) not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the generator was not working. The caller stated that there were repeated c-30 errors. After rebooting, the error came back and also error c53 was produced. The staff switched to a backup vision side cart (vsc) with a different generator. There were no reports of patient injury. Follow-up attempts have been made to obtain additional information from the customer concerning the reported event with no success.